Event description:
The patient had hallucinations and itching. The patient was being seen in the clinic on (B)(6) 2015. The cause of the event was not determined. An x-ray was normal. They were decreasing the dose. The patient was not having hallucinations the day that she was seen in the clinic. The device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).